Manufacturer narrative:
E1: this complaint was received through: (B)(6). D4, g4: model number is not sold in the us but similar device is sold under model: kl-bs001. This product was used for the product code and 501k. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to chemosafelock bag spike that experienced no flow. The reporter stated "event: defective liquid flow". Translated from japanese with online translater: "when administering abraxane, sometimes it stops dripping, and since it is unclear whether this is due to the infusion setback spike or the needle, we have taken care of both. This has become more frequent since we changed the dispensing of chemosafelock. When using an infusion pump, it drips, but if it is allowed to naturally drip, it stops dripping. If you flush with saline, it starts dripping again. The formulation and method of use have not changed, but this has started happening since we changed the dispensing method ot chemosafelock. We have not primed the drip tube so that the drug will adhere to it, and we are dripping by tapping the connection between the root of the chemosafelock, and the back of the spike. This has not happened with other drugs." No patient impact.

Manufacturer narrative:
Investigation summary. The complaint of no flow / can't prime on item kl-bs001u3 cannot be confirmed, since no product samples, pictures, or videos were received for investigation. The device history record review couldn't be performed due to the lot number for this complaint was unknown. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.